Manufacturer narrative:
Initial reporter phone number: (B)(6). The actual sample was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause was not identified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of polyflux 140h had an external priming solution leak from the header. The event occurred during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. H3: the actual sample was available and returned for evaluation. The visual inspection showed the product was wet. A leakage test of the dialysate side was performed and leakage was observed. The reported condition was verified. The review of the welding parameters of the product showed no conspicuousness, they were within the specification. The cause could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.